Event description:
It was reported that during use the atrial lead exhibited far field r-wave (ffrw), decreasing sensing, loss of capture, and high thresholds. Diagnostic testing/troubleshooting performed. Atrial lead settings reprogrammed, and the lead remains in use. The right ventricular (rv) lead exhibited rising threshold, and decreasing sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead was capped and a new ra competitor lead inserted. The rv lead was tested and re-used.